Manufacturer narrative:
(B)(4). Pump passed displacement test, sleep current measurement and active current measurement. No pump error 23, error 49 and error 68 noted during testing. Pump received with error 75 during self test due to moisture damage on electronics assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.